Manufacturer narrative:
Date of event is unknown. The 510k: this report is for an unknown trauma screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Dates of implantation and explantation are unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. [(B)(4)].

Event description:
This report is being filed after the review of the following journal article: tan, sm., wong, mk. (2016), autologous bone grafting and revision plating in a case of persistent high tibial osteotomy non-union, journal of orthopaedic case reports, vol. 6 no. 3, pages 91-93 (singapore). This article presents a case of a (B)(6)-year-old female chinese patient who had persistent non-union after high tibial osteotomy treated with autologous iliac crest bone grafting and revision plating. This patient had a history of hypertension, diabetes mellitus and chronic depression, presented with an 8-month duration of severe medial right knee pain associated with varus knee deformity. Minimal effusion was found in the right knee. A diagnostic knee arthroscopy and unknown synthes tomofix plate was used for the opening wedge high tibial osteotomy after a failed two-year trial of conservative therapy. Post-operatively, patient started on a rehabilitation program, progressing to partial weight bearing at about 6 weeks. A CT performed at 8-month postoperatively revealed non-union of the osteotomy site with hardware failure and loss of correction. The patient subsequently underwent revision with autologous bone graft. Intra-operative findings were consistent with CT scan results. Radiographs at 1-year post-operative interval showed radiographic union. Patient was able to ambulate without any walking aids and no longer has any limitations in her daily activities. The following complications were reported: up till 6 months post operatively, patient continued to experience pain over the osteotomy site. Pain was exacerbated on standing and ambulation. Repeat radiographs showed minimal callus formation over previous osteotomy site. The symptoms deteriorated and patient developed a fix flexion deformity of right knee. Eight-month postoperatively, CT scans revealed non-union of the osteotomy site and loss of correction. Eight-month postoperatively, CT scans revealed hardware failure. Three proximal screws were broken and 1 screw had backed out. This report is for an unknown synthes trauma screw. This is report 3 of 3 for (B)(4).